Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding device replacement procedure. According to the complainant, the balloon ruptured two days after the replacement procedure. Another endovive low profile balloon replacements was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is undetermined. A visual examination of the returned device confirmed there is a large tear in the balloon. The root cause of the reported malfunction is unable to be determined.